Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode. A health care professional (hcp) had an on call boston scientific technical services (ts) representative paged. Two attempts were made by the ts representative to call the hcp back, however, a voicemail message was reached and belonged to an unknown airline. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.